Manufacturer narrative:
The customer reported that the set was leaking after priming, and returned one used sample of material 2432-0007, lot 25045563. Upon initial visual examination, the set had no defects or abnormalities. The complaint report of leaking at the filter was confirmed by the sample, the filter leaked at the air vent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the filter was contacted for further investigation. Their investigation of the sample found no issue with the manufacturing or quality of the filter. The filter may have issues, including leaks, when infusing certain medications that are high in alcohol content. The root cause cannot be defined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by a customer that after priming infusion set filter noted to be leaking fluid.